Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event. The event was discovered during testing.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received in a damaged condition. The event history log was unable to be downloaded. The motor was activated and the device went into error 1870.the motor and circuit board will be replaced to resolve the issue.